Event description:
The pt underwent a sling procedure. The pt was not able to void after the procedure. After 4 days, the physician reopened the incision and attempted to loosen the mesh by pulling it down. At that time, the entire right arm of the tape came out. The physician removed the entire tape and placed another device. The pt is doing well.